Event description:
After a pt had received several treatments, the customer decided to change y1 from 8.5 to 7.5 in rt chart. After they made the edit in rt chart, it didn't show up in 40tc, where y1 still showed as 8.5. It is recognized by the customer, that a possible "concurrent edit" took place. Since the customer felt that the alteration didn't go through, that night he changed y1 back to 8.5 in rtc chart, saved, then changed it to 7.5 again and saved. The next day y1 still showed as 8.5 on 4dtc even though it clearly showed 7.5 for the same fields in rt chart. In order to treat the planned y1=7.5, the therapists had to manually set 7.5 and then override the value since 4dtc read the planned value as 8.5. In one instance the customer forgot to change from 8.5 to 7.5 on one field for one fraction. This resulted in a minor mistreatment which was reported, by the customer, as not clinically significant.